Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment the device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Event description:
On 4/1/2022, it was reported by a sales representative via sems that an ar-6485 synergy cw4 arthroscopy pump had a damaged screen, no additional information was provided. This was discovered during use with no impact to the patient.